Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. An actual sample was received for evaluation. A visual inspection of the sample revealed a cracked male luer lock. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance regarding the 60" high flow rate extension set in which it cracked at the end where the syringe attaches. This condition occurred on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.